Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was unable to provide the model and serial number of the endoscope used. Thus, olympus selected pcf-h290zi as the representative model. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the observation of a colonic endoscopic submucosal dissection using the endoscope, a perforation occurred. During the case observation, olympus employees were unaware of the perforation occurrence and learned of it during the question-and-answer session after the treatment, upon hearing from the physician who performed the treatment. This was an event during the treatment, and treatment for the perforation has been completed. Further details regarding the event have been requested but no additional information has been received at this time. There were no reports of further patient harm.